Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Wire released from insert upon impaction. Wire was not connected to insert.

Manufacturer narrative:
Reported event: an event regarding a seating issue involving a triathlon ps insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the subject device was not returned. Medical records received and evaluation: not performed as no medical records were provided. No adverse consequences to the patient were reported. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Wire released from insert upon impaction. Wire was not connected to insert.